Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported battery will not charge. During the (performance verification test) pvt it was noticed that the battery would not charge over 12 volts. There was no patient involvement.

Manufacturer narrative:
(B)(6). The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the battery. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported battery will not charge. During the (performance verification test) pvt it was noticed that the battery would not charge over 12 volts. There was no patient involvement.